Event description:
It was reported that, "one of the nuts on the yellow monotube was stripped and ended up breaking. All pieces were removed from pt."

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.